Event description:
The customer reported calling the paramedics due to low blood glucose of 40 mg/dl. The customer stated that they woke up with blood glucose of 140 mg/dl, ate breakfast and took a bolus. An hour and a half later they started yawning a lot so they checked the blood glucose and it was 380 mg/dl. They took a corrective bolus. An hour later the blood glucose dropped to 40 mg/dl so they drank milk and called their doctor's office. While on the phone, the nurse noticed that the customer was having a problem, so the nurse called the paramedics. The customer was given concentrated glucose gel and an IV. The customer was wearing the insulin pump at the time when the paramedics were called. The customer needed assistance with changing the basal rates on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.